Event description:
Caller reported a malfunction on the pump, which did not result in the customer¿s blood glucose level exceeding 500 mg/dl, indicating there was no adverse impact to their blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.